Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported optical issue remains unknown.

Event description:
During an atrial tachycardia procedure, an optical issue occurred. After mapping, the ablation catheter was connected to the tactisys and the gram displayed as reconnection was performed and the tactisys was replaced which did not resolve the issue. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.